Manufacturer narrative:
Product was not returned yet to manufacturer. The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested. Conclusion is not yet available. Investigation still in progress. Device not received yet by manufacturer.

Event description:
(B)(4): cages broke and anchoring plates deformed. It is reported that two cages broke after trying to be implanted with two anchoring plates and the two anchoring plates were deformed. No cages pieces left into the patient and the surgery delayed for 20 min. No impact on patient. One picture suggests one anchoring plate could also be broken. Additional information requested on this point. Update received on (B)(6): the problem occured when implanting the first anchoring plate. So the first anchoring plate was not fully seated. The cage was properly assembled on the implant holder. There was no sagittal angulation toward head or foot direction. Surgical technique was respected during impaction. Patient has hard bones, osteophyte and calcification. Investigation still in progress.

Event description:
It was reported that a cage broke during insertion of the first anchoring plate and the same anchoring plate was bent. A second cage also broke during insertion of the first anchoring plate and the plate was bent. Surgery was completed using a new cage and anchoring plate. There was no patient or surgical impact reported. This is report 2 of 4.

Manufacturer narrative:
H3 "no information" entered in error. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.